Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump emitted a replace battery alarm and the patient noticed that the pump was warm and the battery was hot when removed. The patient stated there was no burning or irritation to the skin. The patient reported that the battery compartment was intact, the battery cap was not damaged and there was no water or corrosion in the battery compartment. The patient continues to use the pump with a new battery. This report is made based on the allegation that the pump over heated.

Manufacturer narrative:
(B)(4): a review of the pump black box history showed that a battery voltage drop had occurred on (B)(4) 2012 from 162 vdc to 131 vdc. The battery was not returned with the pump for investigation. The pump powered on normally and was exercised for 6 hours without overheating or alarming. The pump current draws were tested and were found to be within specifications. The pump cover was removed and there was no evidence of moisture damage or intermitting conditions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.